Event description:
New information received notes that upon interrogation, varied sensing was observed. The physician elected not to take any action. Patient condition was good.

Event description:
It was reported that externalized conductors were noted via x-ray. All electrical measurements were normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.